Manufacturer narrative:
The serial number of the e 402 instrument is (B)(6). The field service engineer checked the volume in the wash wells, checked the pump pressures, and adjusted probes. The sample line was calibrated. The instrument performed well after these actions. Of the provided quality control data, one level of control performed on (B)(6) 2024 was within range. Upon review of the alarm trace, no relevant alarms were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ca 19-9 on a cobas pure e 402 analytical unit. The sample initially resulted in a ca 19-9 value of 144 u/ml. The sample was repeated on (B)(6) 2024, resulting in a ca 19-9 value of 8.94 u/ml. The sample was also repeated three times on a second cobas instrument in the laboratory on (B)(6) 2024, resulting in ca 19-9 values of 9.14 u/ml, 9.25 u/ml, and 9.16 u/ml. The sample was also repeated on a competitor instrument and the lower value was confirmed. No specific data was provided from this instrument.

Manufacturer narrative:
The field service engineer performed multiple actions, including cleaning the water tank, replacing pinch tubing and probes, and modifying the gear pump head. Precision studies were performed and were acceptable. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.